Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer reported that numbers were different depending on which meter was used. Customer's sensor glucose was 40 and blood glucose was 131 mg/dl and 138 mg/dl. Another time sensor glucose was 40 and blood glucose was 208 mg/dl, which was treated with glucose tablets. Troubleshooting was performed and customer was advised on proper calibration techniques. Customer was advised that sensor would be replaced.